Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an allergic reaction to the bever male straight ready-to-use hydrophilic catheters and experienced bleeding. Also stated that the patient had to go to the hospital. Per follow up via phone on 16aug2021, customer used two of the catheters which caused an infection, bleeding, and was very painful. Customer received antibiotics prescribed by the doctor and the infection cleared up in about ten days. The customer could not recall the name of the antibiotic. Customer had a history of infections, but the bleeding and pain was different than normal.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode is" biocompatibility issues " and a potential root cause for this failure could be "unsuitable material'. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an allergic reaction to the bever male straight ready-to-use hydrophilic catheters and experienced bleeding. Also stated that the patient had to go to the hospital. Per follow up via phone on 16aug2021, customer used two of the catheters which caused an infection, bleeding, and was very painful. Customer received antibiotics prescribed by the doctor and the infection cleared up in about ten days. The customer could not recall the name of the antibiotic. Customer had a history of infections, but the bleeding and pain was different than normal.